Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited several high out of range pacing impedance measurements of greater than 3000 ohms on the right ventricular (rv) channel. The crt-d was reprogrammed with a higher rv output and a longer detection time. The crt-d remains in service and there were no adverse patient effects reported.